Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jul-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that patient was admitted to the hospital a week ago on thursday [(B)(6) 2026] and health care provider (hcp) at the hospital called an mdt rep on saturday (B)(6) 2026 to check the pump because patient had a lot of different scans done. The caller reported the nurse practitioner turned down the pump and there was fluid around the pump and they turned up the pump and the patient went into withdrawals and elevated from there. The patient had several magnetic resonance imaging (MRI) scans and computed axial tomography (cat) scans done and the patient was released on tuesday [(B)(6) 2026] and no one came to check the pump. The caller stated the pump needed to be checked out. The caller reported the patient was back in the hospital on sunday [(B)(6) 2026] because of fluid in the pocket. The caller stated a mdt rep was at the hospital today that would check the patient's pump. The agent asked clarifying questions and the caller did not have the rep's name that was contacted. The agent reviewed rep's role and provided the national answering service (nas) number for nurse/hcp to call. Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 2.5 mg/ml at a dose of 0.53 mg/day via an implantable pump. It was reported that the hcp stated that after a refill within the past week, the patient started having clear fluid which the hcp thought was cerebrospinal fluid (csf) in his pump pocket. The hcp thought that the catheter may have been punctured during a refill. The hcp decided to do surgery to see where it was leaking from and to fix it. Prior to opening the pump pocket, the hcp performed a catheter dye study and was able to aspirate csf and push dye that went intrathecal. They saw no leaks. Then the hcp opened the pocket and proceeded to try to expose all the excess catheter, some of which had tissue grown around it. After pulling and using a bovie, the hcp was able to expose the catheter and at the time, it seemed to break into two pieces. There was no way it was already completely severed because he was able to aspirate the catheter and he was able to push dye. Environmental/external/patient factors that may have led or contributed to the issue included a pump refill. Actions/interventions taken included confirming the drug was in the pump and it was not a pocket fill. The hcp replaced the proximal catheter/pump segment. The issue was resolved at the time of the report.